Event description:
The customer stated he wore the insulin pump during an MRI scan. The customer stated he experienced low blood glucose levels last evening. Troubleshooting was performed and the insulin pump did not pass the displacement test.

Manufacturer narrative:
The insulin pump alarmed motor error during the excessive no delivery and basic occlusion tests due to out of phase motor encoder signal. Unable to perform the displacement and occlusion tests due to the motor error alarms.